Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of "pump head module stop keys are not opening and closing when pressed". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. This device utilizes user interface module master software version 6.13.90 that is categorized as "colleague 2006". No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of the open and stop button on the pump head module (phm) keypad were inoperative was found and confirmed during product evaluation. The assignable cause was due to a faulty phm keypad. To fix the condition found during service the phm was replaced. The device was tested per procedure and returned within specification. This issue is currently being investigated under CAPA.